Event description:
It was reported that the patient experienced pain and swelling at the implant site and poor sound quality with device use. Subsequently the patient was treated with antibiotics and steroids (date not reported); however the issue could not be resolved. The implanted device remains and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
Additional: it has since been reported that the patient experienced an infection. This report is submitted on may 8, 2019.